Event description:
Touchscreen found damaged. Not in clinical use at time of discovery. Investigation is ongoing.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had found damage to the touchscreen when it was not in use. The rse provided the customer with the parts ID for the touchscreen replacement. The customer ordered the touchscreen for replacement. The touchscreen was replaced but further investigation revealed that the unit had more extensive damage. The customer then decided to retire the ventilator. No further action is required. The customer retired the unit from use to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.